Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the end user that "the barrier is off-center on all of these wafers". "She has used some of these wafers and experienced a decrease in wear time that she attributes to the barrier being off-center". No harm reported. No photograph depicting the reported complaint issue was provided by the complainant.